Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd bactec¿ mgit¿ mycobacteria growth indicator tubes, one (1) patient sample resulted as falsely susceptible to antibiotics isoniazid, rifampin and ethambutol from a mgit instrument. The user observed floccules/flakes in the tubes and normally growth is only observed in the control tube. The patient sample was sent for confirmatory testing to sciensano reference laboratory. There were no health impact or consequences reported. This is report 2 of 2.